Event description:
It was reported that the patient underwent a posterior thoracic decompression and fusion at unknown levels using rhbmp-2/acs and local bone. At an unknown time post-op, the patient was noted to have developed a collection of fluid. Surgical drainage of the fluid was undertaken at an unknown time post-op.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.